Manufacturer narrative:
Previous infection was reported under manufacturer report number 2916596-2021-02621. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted on (B)(6) 2021 for an infection. Wound culture was positive for methicillin-resistant staphylococcus aureus (mrsa), same as last hospitalization. It was stated that the infection was driveline related. The patient had an incision and drainage (I&d) of the driveline on (B)(6) 2021 which found infected sternal wire. The driveline was relocated and the sternotomy wire removed. The plan of care was to continue with IV antibiotics. It was reported that the infection was an acute and chronic driveline infection and remains ongoing. The patient was treated with changes to medication and antibiotics.